Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height (fh) drawer 6 had a damaged right slide rail, a damaged retractor band, and a damaged drawer control board. The field service engineer (fse) removed the drawer, flipped it, replaced the right slide rail, retractor band, and drawer control board, cleared debris, reinserted the drawer, and reassigned it in the storage configuration. The fse opened and closed the drawer 6 multiple times to confirm smooth operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 would not fully close, as it encountered resistance near the end of its closing path. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.